Event description:
A customer reported that in an ophthalmic system laser did not work. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (laser not working) is not considered to be reportable malfunction , and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under this mfg report num. The manufacturer internal reference number is: (B)(4).